Event description:
The tablet usb serial cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, not further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the programming tablet received an error message related to the serial cable: "unable to open the port - the system cannot find the file specified.¿ the product was turned off and back on. No additional cables were available to the user to troubleshoot. No patients were affected. Good faith attempts for product return have been unsuccessful to date. The tablet serial cable has not been received by the manufacturer to date.

Manufacturer narrative:
Manufacturing records reviewed. Review of the tablet device history records confirmed all quality tests were passed prior to distribution.